Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. However, the insulin pump passed the self test.

Event description:
It was reported that the insulin pump had an error alarm and no longer was functioning. The insulin pump was rested for twenty four hours and a new battery was installed, but the problem continued. No further information was performed.